Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a costumer from USA: "power cord 15072-000-0005 lot 4814 outlet box broken. Delay in therapy: unknown; need for medical intervention: unknown; serious injury/death: no. "